Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's oxygen blender board needs to be replaced to address the issues. Although the oxygen blender board needs to be replaced, this device will be discarded without repair and periodic maintenance due to an early return. The software version was checked.